Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "plug" of a 5f mynx control vascular closure device (vcd) was open before inserting into the vessel. There was no reported patient injury. The mynx vcd was used in an interventional procedure. The deployer was mynx certified. The device was stored and prepped according to the IFU, and the sealant sleeves (cartridge assembly) were not out of position. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the "plug" of a 5f mynx control vascular closure device (vcd) was open before inserting into the vessel. There was no reported patient injury. The mynx vcd was used in an interventional procedure. The deployer was mynx certified. The device was stored and prepped according to the instructions for use (IFU), and the sealant sleeves (cartridge assembly) were not out of position. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a detached cordis mynx syringe was returned with the unit. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the catheter working length was measured and found to be within the defined specification. This measurement was taken using a calibrated ruler. However, the dimensional analysis of the slit length could not be completed due to the frayed/split/torn condition of the sealant sleeves. Per functional analysis, a simulated deployment test was conducted to evaluate device functionality. The unit operated as intended: the sealant deployed correctly, the balloon retracted as expected, and the full deployment sequence was completed without issue after aligning the tension indicator and depressing button 1 followed by button 2. Microscopic evaluation was performed to assess the sealant and sealant sleeves. This confirmed the presence of a frayed/split/torn condition and the partial exposure of the sealant. Verification of sheath compatibility could not be performed as the csi was not returned. Additionally, an attempt to conduct the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. A product history record (phr) review of lot f2432003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, phr review, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.